Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. Customer stated they cannot clear the alarm. Customer stated the insulin pump was not dropped or bumped. Customer stated the drive support was normal. Customer also stated the sensor did not detect the reservoir while seating. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will not be returning for analysis.